Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no: c40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sciatica, buttock pain, groin pain, unilateral leg pain, hyperlipidemia and multiparous. Concurrent conditions included obesity and migraine headache. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues"), weight increased ("weight gain"), alopecia ("hair loss"), migraine ("migraine headaches"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), vomiting ("vomiting") and autoimmune disorder (seriousness criterion medically significant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, tooth disorder, weight increased, alopecia, migraine, anxiety, depression, fatigue, vomiting and autoimmune disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, migraine, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: information from pfs and mr. Dob added. Historical and concomitant conditions added. Indication added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sciatica, buttock pain, groin pain, unilateral leg pain, hyperlipidemia and multiparous. Concurrent conditions included obesity and migraine headache. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues"), weight increased ("weight gain"), alopecia ("hair loss"), migraine ("migraine headaches"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), vomiting ("vomiting") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, tooth disorder, weight increased, alopecia, migraine, anxiety, depression, fatigue, vomiting and autoimmune disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, migraine, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. The reporter commented: as per summons, she had surgery to remove the essure implant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("embedded within the lumen"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. C40243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, buttock pain, groin pain, unilateral leg pain, hyperlipidemia, multiparous and cesarean section. *it was reported that she used camila birth control. Concurrent conditions included obesity and migraine headache. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental issues"), alopecia ("hair loss"), migraine ("migraine headaches"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue") and vomiting ("vomiting") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, autoimmune disorder, tooth disorder, weight increased, alopecia, migraine, anxiety, depression, fatigue and vomiting outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, embedded device, fatigue, genital haemorrhage, migraine, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. The reporter commented: as per summons, she had surgery to remove the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: result: gross description received in formalin is a 136gm without fallopian tubes hysterectomy specimen with bilateral imbricated fallopian tube the uterus measures 505 cm from superior to inferior 7.5cm from cornu to cornu 2.1cm from anterior to posterior the serosa is tan brown with abundant attached adipose tissue and multiple fibrous adhesions along the anterior aspect of the uterus cervix measures 5 cm in length. Cervix is tan and sooth the endometrium is tan with mild hemorrhage a metallic coil is identified extending from the left fallopian tube and a second metallic tube metallic coli is identified extending from the right fallopian tube masses od nodules are identified grossly the fallopian tube is sectioned to reveal a 3cm in length 0.2 cm diameter metallic coli embedded within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received. Event added: embedded within the lumen. Other hcp added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('embedded within the lumen'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, buttock pain, groin pain, unilateral leg pain, hyperlipidemia, multiparous and cesarean section. *it was reported that she used camila birth control. Concurrent conditions included obesity and migraine headache. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental issues"), alopecia ("hair loss"), migraine ("migraine headaches"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), vomiting ("vomiting"), vaginal discharge ("vaginal discharge"), headache ("headache") and procedural haemorrhage ("intraoperative bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, autoimmune disorder, tooth disorder, weight increased, alopecia, migraine, anxiety, depression, fatigue, vomiting, vaginal discharge, headache and procedural haemorrhage outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, embedded device, fatigue, genital haemorrhage, headache, migraine, pelvic pain, procedural haemorrhage, tooth disorder, vaginal discharge, vomiting and weight increased to be related to essure. The reporter commented: as per summons, she had surgery to remove the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: result: gross description. Received in formalin is a 136gm without fallopian tubes hysterectomy specimen with bilateral imbricated fallopian tube the uterus measures 505 cm from superior to inferior 7.5cm from cornu to cornu 2.1cm from anterior to posterior the serosa is tan brown with abundant attached adipose tissue and multiple fibrous adhesions along the anterior aspect of the uterus cervix measures 5 cm in length. Cervix is tan and sooth the endometrium is tan with mild hemorrhage a metallic coil is identified extending from the left fallopian tube and a second metallic tube metallic coli is identified extending from the right fallopian tube masses od nodules are identified grossly the fallopian tube is sectioned to reveal a 3cm in length 0.2 cm diameter metallic coli embedded within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event vaginal discharge, headache, intraoperative bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues"), weight increased ("weight gain"), alopecia ("hair loss"), migraine ("migraine headaches"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), vomiting ("vomiting") and autoimmune disorder ("autoimmune disorder"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, tooth disorder, weight increased, alopecia, migraine, anxiety, depression, fatigue, vomiting and autoimmune disorder outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, migraine, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.